Event description:
Facility reported that the users (B)(4) power chair runs about 10 minutes on a charge, then stops. They have replaced the batteries, but still have the same problem. User has allegedly fallen out of the chair on several occasions trying to maneuver it out of the way when it stops.